Event description:
The customer reported the steering mechanism was stiff and difficult to turn. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The steering mechanism and rear wheels were evaluated and replaced. The system was tested and found to be working as intended and returned to service.